Manufacturer narrative:
The device has not been returned to MFR.

Event description:
The reduced tip segment of catheter disconnected/fractured off the larger tubing at the joint. The segment of tubing embolized through the heart and lodged in the pulmonary artery of the lung. It was able to be retrieved by radiology through endovascular extraction.